Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation:visual analysis of the returned device identified: underweight, broken shell, wear abrasion, crease fold, missing a piece of shell (0-25%), and observed 40 mm dark patch edge material inside gel device. A microscopic analysis was performed which identified: crease sharp broken on radius and stress marks. Based on the device analysis the final assessment is: crease sharp broken on radius assessed as fold flaw opening.

Event description:
Healthcare professional reported a left side rupture. The device has been explanted.